Event description:
It was reported that; on (B)(6) 2014, 1st revision surgery was performed. Th11-s2ai were fixed. Primary surgery was performed at other hospital. Primary surgery date and the reason of the revision are unknown. After that, l3-s1 were fusion, l3 left screw and both side rod breakage were found. Then, 2 rods are added to th12-l5 and unstable part has been reinforced in 2nd revision on (B)(6) 2016. Update: reason for the second revision surgery is unknown.

Manufacturer narrative:
Method: risk assessment. Result: the product and the product issue is unknown. Conclusion: due to lack of information and no device evaluation, the root cause for this reported issue could not be determined.

Event description:
It was reported that; on (B)(6) 2014, 1st revision surgery was performed. Th11-s2ai were fixed. Primary surgery was performed at other hospital. Primary surgery date and the reason of the revision are unknown. After that, l3-s1 were fusion, l3 left screw and both side rod breakage were found. Then, 2 rods are added to th12-l5 and unstable part has been reinforced in 2nd revision on (B)(6) 2016. Update: reason for the second revision surgery is unknown.